Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a procedure. According to the complainant, on (B)(6) 2018, the patient was seen for recurrent stress urinary incontinence. Reportedly, "during procedure," there was an evidence of tape in urethra. The patient has been scheduled for a follow-up with a view for excising the mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.